Event description:
Customer reported that she is going to the hospital due to high blood glucose. Customer blood glucose reading was over 300 mg/dl. Customer stated that her blood glucose goes up and down from 200 mg/dl to 400 mg/dl and she is going to the emergency room to be treated. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.